Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an alert/notification settings issue occurred. On the day of the event, the patient reported there was no beeping from the receiver. He was awoken by his dog barking at 1:30am and noticed that his reading was 40mg/dl. He decided to drink 4 bottles of small apple juices and his reading reportedly went up by ¿forty percent¿ after an unspecified time. He felt better after treatment. He stated that he didn't have a seizure but was close or almost may have had one if he had noticed the low reading too late. The patient stated he has been using the receiver for more than 3 years and did not change anything on the alert settings. At the time of the report, the patient was doing fine. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.